Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/19/2014. Evaluation shows unit was calibrated and tested fully functional, unable to test under load. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Chair loses calibration and drives erratically.